Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump began to perform the load fill tubing sequence while customer was connected at the site instead of the fill cannula process. A supply change was performed resolving the issue. No adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.